Manufacturer narrative:
This malfunction was reported to FDA via medwatch mw5060810, and sent to vygon by the agency, although vygon does not have the failed sample or customer contact information, the details of the malfunction have been forwarded to the manufacturer for complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
During repositioning of the patient, PICC separated just after the fixed wing securement device. PICC was still visible external to the patient and was promptly removed to prevent catheter embolism and sepsis risk.

Manufacturer narrative:
This malfunction was reported to FDA via medwatch mw5060810, and sent to vygon by the agency, vygon (B)(4) could not conduct a full investigation on this complaint due to the sample not being available. This complaint is not confirmed as a manufacturing defect because the catheter worked for a total of 11 days. Each catheter is leak and flow tested before packaging. Any manufacturing problems that would lead to a leak would be detected by the user when flushing the catheter. A review of supplier's manufacturing batch record for this product was performed. There were no abnormalities found during manufacturing. Corrective action: no corrective action at this point in time. However, last year the supplier of the catheter has issued CAPA # (B)(4) to include a warning leaflet inside each catheter package advising the user to avoid allowing alcohol based disinfectants or other organic solvents to come into contact with their catheters. It is essential to let disinfectants dry completely before the catheter is placed, as alcohol or organic solvents can damage the catheter material

Event description:
During repositioning of the patient, PICC separated just after the fixed wing securement device. PICC was still visible external to the patient and was promptly removed to prevent catheter embolism and sepsis risk.